Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during software upgrade of the heartstart mrx device displayed a "device error, service require" message then batter went low. It was later clarified by the philips bench repair tech, that the "device error, service required" message was generated due to an unresolved red x regardless of a passing opcheck test.